Event description:
It is alleged that the patient received medical care and treatment on (B)(6) 2020, at (B)(6) hospital, (B)(6). It is alleged that the patient suffered severe and permanent injuries, including inter alia, profound blood loss, and development of abdominal compartment syndrome during the endovascular aortic repair where an unknown cook aortic intervention device was used. The patient died on (B)(6) 2020. No allegations of product malfunction have been provided. At this time no additional hospital or medical records have been provided.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b2 - date of death investigation ¿ evaluation on 07nov2022, cook received notification from the law firm leesburg tuttle of a complaint filed against (B)(6). It is alleged that the patient received medical care and treatment on (B)(6) 2020. The site has stated the device used was a cook zenith product. On (B)(6) 2022 the patient died. It has been reported the patient suffered severe and permanent injuries, including profound blood loss and development of abdominal compartment syndrome. It has been alleged that the said injuries caused the patient¿s pain, suffering and mental anguish thereby denying her a normal way of like and resulting in a loss of life expectancy. At this time there is no information regarding the identity of the device or any malfunction of the cook device. The procedure took place at (B)(6). Therefore, it is likely the device is a zenith flex aaa endovascular graft bifurcated main body (tffb). Because of this, documentation pulled will pertain to the tffb device. If at any point further information is received this complaint will be reopened and updated. Reviews of documentation including instructions for use (IFU), quality control procedures, and specifications of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient instructions are in place to inspect each device prior to distribution. Therefore, cook has concluded the device was manufactured to specifications the customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, t_zaaaf_rev 5 ¿zenith flex aaa endovascular graft with the z-trak introduction system,¿ provides the following information to the user: indications and directions for use, contraindications, warnings and precautions, patient selection and treatment, and potential adverse events. Based on the information provided, no product returned, and the results of the investigation, it has been determined there was no device malfunction of the cook device involved with this complaint due to lack of provided information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.